Manufacturer narrative:
Correction: the previous or initial MDR submitted on (B)(6) 2019 was filed inadvertently. No device explantation or serious injury has occurred. This report is submitted october 02, 2019.

Manufacturer narrative:
This report is submitted on august 14, 2019.

Event description:
It was reported that the patient experienced poor performance as a result of head trauma; subsequently the device was explanted (date not reported).